Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in the emergency room with urinary tract infection, which contributed to increase his blood glucose up to 562mg/dl. Days later, the customer's father called and stated that the device fell off four months ago, and the back end of the device where the drive support cap is located completely fell off. The father stated that the device alarmed and insulin squirted out during the manual prime process. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.